Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sore throat, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat and headache related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the device and did not find any obvious signs of a burnt component. Dust-like and other unknown contamination was observed on the top enclosure under the right-side accessory door. There was unknown white powder type of contamination at the air input of the blower box at the filter area. Slight dust-like and contamination was observed on the blower outlet seal. Unknown white powder or dust-like contaminant on top of the blower motor and on the inner rim of the bottom fo the blower motor was found. The manufacturer applied power to the device and verified the airflow. The manufacturer found no error codes. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.